Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while completing a protective measure (pm), she found 2 straight suctions that would not verify. She stated the site did not want to move forward with replacements. There was no patient present when this issue was observed.